Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed a falsely elevated alinity I stat high sensitivity troponin-I for one patient. The following results were provided (reference range <52 ng/ml): sid (B)(6), initial troponin result= 1178 ng/l; repeat result on another analyzer= 23 ng/l patient was a 42 year old female. There was no impact to patient management reported.